Event description:
It was reported that the patient presented for remote follow-up via merlin.net with high pacing impedance exhibited by the left ventricular lead. No interventions were reported. There were no patient consequences..